Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation of esophageal varices procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the three bands fell off and prematurely deployed during attempted ligation. The remaining elastic bands were used and the procedure was completed at this time. It was noted that there was no difficulty experienced upon setting up the device. Additionally, it was noted that the device was going to be expired on august 12, 2020, but the device was used during a procedure on (B)(6) 2020. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation of esophageal varices procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the three bands fell off and prematurely deployed during attempted ligation. The remaining elastic bands were used and the procedure was completed at this time. It was noted that there was no difficulty experienced upon setting up the device. Additionally, it was noted that the device was going to be expired on august 12, 2020, but the device was used during a procedure on (B)(6) 2020. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was reported that the procedure was completed with another speedband superview super 7 device.

Manufacturer narrative:
Block h6: device code 1484 captures the reportable event of bands prematurely deployed. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.